Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported suspected tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed and flail posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at the a2¿p2 segment of the anterior and posterior leaflets. During the deployment sequence of the second mitraclip, the degree of mr increased slightly due to movement noted in the first mitraclip, suggesting a leaflet injury. The second mitraclip was then repositioned and deployed successfully. Per the physician, the second clip contributed to leaflet injury. Post-procedure, the mr was reduced to grade 2+. There was no clinically significant delay reported.